Manufacturer narrative:
The user reported error codes 819, 818, 811 that can be attributed to deviations regarding the control pcb of the babylog 8000. Therefore the suspected pcb was requested for manufacturer investigation. During functional testing of the returned control pcb in a lab device, the device generated the error codes 819, 818, 811 and 807 (all of these error codes indicate a malfunction of the control pcb) after power on. Therefore no ventilation was possible. During an ongoing ventilation, this condition would be accompanied by a continuous audible alarm in order to alert the user. The device would open the airway system to ambient to allow spontaneous breathing. An investigation of the components of the affected control pcb revealed that three resistors were out of tolerance and therefore caused the malfunction. The device behaved as specified to the detected failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device generated error codes 819, 818, 811. No injury reported.